Event description:
Pi main closure.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator (ipg) was not able to establish connection with the patient controller (pc). The patient underwent a surgical procedure and the device was placed in surgery mode. An unsuccessful attempt was made to establish connection between the ipg and the pc. Upon placing the magnet over the ipg, connection was established again and the device was operating normally. Patient was stable.